Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0196697. D4: medical device expiration date: 2025-07-31 . H4: device manufacture date: (B)(6) 2020. H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the consumer left a voicemail but no information was provided. Verbatim: voicemail: consumer left voicemail regarding 2nd gen pen needles, no information provided (B)(6) I returned consumer's call and left voicmail for return call."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. The occurrence is unknown since the lot number is unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time "

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the consumer left a voicemail but no information was provided. Verbatim: voicemail: consumer left voicemail regarding 2nd gen pen needles, no information provided.(B)(6) 2021 : I returned consumer's call and left voicmail for return call."